Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is fractured at the bevel edge; the glass cap distal part is detached and not returned; the fiber appears blackened near the heat shrink tubing open end; the heat shrink tubing open end wall integrity is compromised, and exhibits signs of melting, and partially erased red octagonal sign and blue arrow indicator. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, with 84,074 joules used and 17:39 minutes expended, the fiber tip was noted to be damaged. The fiber tip was cleaned during the procedure. The fiber was exchanged and the procedure was completed with the second fiber. Patient outcome: ¿no injury¿.